Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The following cosmetic damage was also discovered: cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 310 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. However, he confirmed that there was a small hairline crack on the top right corner of the display window casing. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.